Event description:
A malfunction occurred, indicated by malfunction code 16, with the issue not causing any adverse impact on the customer's blood glucose level. The customer understood the instructions provided by the technical support team, who confirmed the need to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support instructed the customer to put the pump into storage mode and return it using a prepaid label within ten days. The pump was under warranty, and the customer's shipping address was confirmed.